Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain at the implant site. The stimulation was turned down in clinic and that resolved the issue. The patient's pain has returned and is in the low back and radiating down the leg. Sometimes it is intestinal pain. The company representative helped the patient turn stimulation off and leave off for a week. The company representative will follow up to determine how to proceed. There were no additional patient complications reported. Additional information reported that the patient is no longer experiencing any pain. Troubleshooting was done which resolved the issue. If the patient has any other issues, they will reach out. It was further reported that the patient was experiencing pain at the ins site that radiates down the leg. Stimulation was decreased to resolve the issue. The patient was in the hospital for back pain and was informed that she had a urinary tract infection (uit) and was prescribed medication. There were no additional patient complications.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain at the implant site. The stimulation was turned down in clinic and that resolved the issue. The patient's pain has returned and is in the low back and radiating down the leg. Sometimes it is intestinal pain. The company representative helped the patient turn stimulation off and leave off for a week. The company representative will follow up to determine how to proceed. There were no additional patient complications reported. Additional information reported that the patient is no longer experiencing any pain. Troubleshooting was done which resolved the issue. If the patient has any other issues, they will reach out. It was further reported that the patient was experiencing pain at the ins site that radiates down the leg. Stimulation was decreased to resolve the issue. The patient was in the hospital for back pain and was informed that she had a urinary tract infection (uit) and was prescribed medication. There were no additional patient complications. It was further reported that the patient was experiencing pain radiating from the ins site down her leg and into her back. It was noted that the device was off. Troubleshooting was done, and the device was turned back on. The patient felt stimulation comfortably and will hold for seven days. She will follow up if not satisfied. It was recommended to follow up with a physician regarding the pain.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain at the implant site. The stimulation was turned down in clinic and that resolved the issue. The patient's pain has returned and is in the low back and radiating down the leg. Sometimes it is intestinal pain. The company representative helped the patient turn stimulation off and leave off for a week. The company representative will follow up to determine how to proceed. There were no additional patient complications reported. Additional information reported that the patient is no longer experiencing any pain. Troubleshooting was done which resolved the issue. If the patient has any other issues, they will reach out. It was further reported that the patient was experiencing pain at the ins site that radiates down the leg. Stimulation was decreased to resolve the issue. The patient was in the hospital for back pain and was informed that she had a urinary tract infection (uit) and was prescribed medication. There were no additional patient complications.